Event description:
Customer reported that numerous biopsies suffered irreversible damage and in the case of a few biopsies, the histological evaluation was suboptimal and a precise diagnosis could not be rendered. This event resulted from the tissue processor not refilling the retort with formalin which left the specimens sit dry over the weekend.

Manufacturer narrative:
The investigation revealed the following: the unit arrived for evaluation was in poor condition. The evaluation revealed that as a result of a loose screw in the cog wheel from the rotary valve motor, the retort did not fill with formalin from the reagent bottle which caused the specimens to dry. The device was repaired and a system performance check was completed to ensure the device was working properly.